Event description:
In response to the may, '99 safety alert "potential cross-contamination linked to hemodialysis treatment," the entire inventory of dialysis machines were inspected. The machines were found to have probable blood contamination, were refitted, thoroughly cleansed and returned to service. Extensive inservice of dialysis staff was performed and continues to be performed.